Event description:
In the initial implant procedure the device was not placed as close to the renals as the physician had wanted because ot the neck angulation. At the one year follow-up a proximal type I endoleak was noted. The graft was angled and had migrated a little bit. A renu main body extension was placed, but the endoleak persisted. Another manufacturer's stent was placed and the leak was resolved.